Event description:
On (B)(6), 2011 a doctor alleged that three (3) patients experienced darkening of their teeth after using tempbond clear with triclosan to cement temporary restorations. This is the first of three incidents.

Manufacturer narrative:
A doctor reported that she noticed the darkening of a patient's teeth after removing temporary crowns initially placed with tempbond clear with triclosan. The teeth required bleaching to remove the stains prior to the final cementation procedure. To date, the product involved in the incident has not been returned. An evaluation will be performed and the results will be submitted in a follow-up report for this incident.

Manufacturer narrative:
The product involved in the incident was returned and evaluated yielding results within specifications. A visual inspection revealed a homogeneous paste, free of contamination. A device history record review indicated that there were no deviations from the manufacturing process. No similar complaints were received with regard to this lot. These investigation results indicate that this incident is an isolated incident that occurred as a result of a user/technique related problem and was not due to a product failure.